Event description:
Reporter noted handpiece primed and tuned, but failed to phaco. Changed handpiece and had some problem. Converted to ecce. Iris prolapsed; performed iridectomy. Patient is recovering well. Surgeon feels tips were not properly tightened.